Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The back light functioned properly. No audio or beep anomaly was noted. The insulin pump had missing segments and a partial display due to a cracked zebra connector on the display. The insulin pump did not vibrate during the self test due to a broken vibrator motor wire. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
It was reported that a customer has physical damage on their insulin pump. The pt's blood glucose level wast at 157 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.